Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while in recovery post-implant, it was noted that the threshold had risen and the sensing dropped. The physician suspected lead dislodgement and elected to go back in and successfully repositioned the lead. The patient was stable before and after the procedure.